Event description:
Reportable based on analysis completed on 27-jan-2015. It was reported that crossing difficulties were encountered.  The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.25mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was good. However, returned device analysis revealed balloon torn circumferentially.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the distal tip presented no damage or irregularities. Magnified inspection revealed a longitudinal and circumferential tear in the balloon wall 3mm from the distal edge of the proximal markerband. The distal end of the balloon was pulled distally over the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Product analysis identified the hypotube was kinked and the balloon was torn; however, there was no evidence of any damage or irregularities contributing to the reported crossing difficulty. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).